Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in canada. The consumer reported on behalf of her daughter that a piece of plastic was inside the tampon applicator. It was left inside her vaginal cavity and she manually removed it. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.